Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a skin flap infection around the implant side. Treatment with antibiotics in (B)(6) 2013 (specific date and type not reported) was unsuccessful. The device was explanted in (B)(6) 2013 (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).